Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿

Event description:
Patient underwent a hip revision procedure approximately five years post implantation due to loosening of the acetabular cup.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This report is being filed to relay corrected information.

Manufacturer narrative:
This follow-up report is being filed to relay additional information and corrected information. Concomitant medical product - biomet m2a magnum head catalog#: 157460 lot#: 662150, biomet m2a magnum taper adapter catalog#: 139268 lot#: 190580, biomet taperloc stem catalog#: 11-103207 lot#: 805120.